Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ refill needle, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving unknown drugs via an implantable pump for an unknown indication. On an unknown date, at a previous refill, the wrong medication was put in the pump. It was unknown what drug it was. Patient symptoms were not reported. Additional information has been requested regarding the drug information, the indication for use, the pump involved in the event, the date of the event, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.